Manufacturer narrative:
This report is submitted on august 17, 2022.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Impedance test showed all open circuits.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and subsequently the patient was reimplanted with a new device during the same surgery. This report is submitted on december 28, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 31, 2023.